Event description:
It was reported that the patient was having difficulty charging ipg due to communication errors and difficulty coupling. The patient underwent an ipg pocket revision procedure and was doing well postoperatively. Nothing was implanted or explanted.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.